Event description:
It was reported that there was high lv (left ventricular) threshold. The lv lead was explanted. During implant of the replacement lead, the lead dislodged twice. The lead was repositioned with no further dislodgements, and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.